Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 due to elevated blood glucose levels and mild diabetic ketoacidosis. Reportedly, customer had a miscommunication about pump settings adjustments with her health care professional which led to the reported issue. Customer was supposed to adjust the basal rate down. 2 units from .75 units to .55 units. Instead the customer adjusted the basal rate to receive only .2 units. Customer was treated with and insulin drip, and released the same day.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.